Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that a red alert was generated for this system due to an out of range shock impedance measurement which was greater than 125 ohms. Additionally, noise was noted on the rate/sense and shock channels. A review of the device data noted some oversensing on the rate/sense channel which was evident by stored events of non-sustained ventricular tachycardia (nsvt). The noise on the shocking channel resulted in inappropriate shocks. A revision procedure was performed and a lead fracture was confirmed via visualization. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Visual inspection noted extensive damage which the result of the explant procedure and the distal high voltage cable had sustained a fracture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--